Manufacturer narrative:
G2: report source was corrected to indicate a foreign entity and health professional. H6: investigation findings and investigation conclusions were updated based on the results of the attached device evaluation and subsequent investigation.

Event description:
It was reported by a pharmacy technician that while filling a secure eva dual chamber 3000 ml bag, lot 66631-a6597, a small amount of lipids in the upper chamber prematurely migrated into the admixture of solutions in the lower chamber. There was no patient involvement. The unit was returned to metrix for evaluation. The results of the investigation are still pending. If additional relevant information becomes available, a supplemental report will be submitted.